Manufacturer narrative:
Results: the product pertaining to this claim was returned and a visual inspection shows there is a tear in the optic/haptic junction. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that the cartridge and injector malfunctioned no pt contact. Further info was requested and none forthcoming. If more info is received, a supplemental medwatch report form will be sent.